Event description:
I flow received a report stating, patient experienced ringing in the ears while using an on-q painbuster. Surgeon indicates the patient may have gotten too much medicine. Pump was clamped and patient was reported to be doing fine. Pump was filled with marcaine 0.5% to infuse at 2ml/hour. I-flow has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
Sample evaluation showed one empty pump received. When refilled with 400 cc of normal saline the pump demonstrated a flow rate within specification.